Event description:
Original implant date 8/19/96. Catheter became difficult to irrigate and was found to have a narrowing while being injected under fluoroscopy. Device was explanted 11/1/96 and was found to have a tear approx 5 cm from the port. Device was replaced with identical product in same anatomical position.